Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contact lifescan (lfs) via a letter that was rec'd on 06/27/07, which alleged that the meter was reading inaccurately high. She was concerned that the test strips may have been damaged. The pt stated she had been experiencing hypoglycemic events. She could not remember the details of any of the events, except one. Sometime during 2007, the pt tested her blood glucose (time of day unknown) and obtained a result of 175 mg/dl. Based on the meter result, the pt took 6 units of insulin (patient would not provide regimen). She retested one hour later and obtained another result of 175 mg/dl. At the time of the second test, she had symptoms of low blood glucose (shivering and sweating). She tested with a different meter and she obtained a result of 49 mg/dl. She treated herself with food and drink. She began to feel better about 10 to 15 minutes later. She attempted to call her physician for advice, however, he was not available. The patient visited the pharmacy and obtained new strips. She performed a control solution test, which passed. The pt has continued to use the meter since the time of the event. The pt no longer has the vials that she was using at the time of concern; therefore, she could not verify if the vials were indeed damaged. This complaint is being reported, as the pt alleged, she took insulin on her meter result and later became hypoglycemic. A replacement meter has been sent.